Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped3 pipeline stent had complications. Case went well and normal post o peration imaging. Pipeline occluded 5 days after procedure. Resulting in left sided stroke and deficits. The devices were prepared according to the instructions for use (IFU).  The patient was orginally treated for an unruptured, saccular aneurysm in the right internal carotid artery (ica). The max diameter was 8mm and the neck diameter was 4mm. The distal landing zone was 3.3mm and the proximal landing zone was 3.8mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administerd. Pru level was 200.  Ancillary devicesl vesta 71 guide catheter, phenom 27 microcatheter

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was getting better with some deficits. The healthcare provider did not elaborate on what the deficits were. On (B)(6) 2024 a thrombectomy restored tici 3 flow.